Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinco toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Tingling in upper and lower extremities [paraesthesia]. Numbness in upper and lower extremities [hypoaesthesia]. Weakness in upper and lower extremities [muscular weakness]. Spasms in both upper and lower extremities [muscle spasms]. Balance issues [balance disorder]. Nausea [nausea]. Headaches [headache]. Case description: an attorney reported that a (B)(6) female, used fixodent denture adhesive, version unknown cream beginning (B)(6) 2009 through (B)(6) 2010 and super poligrip beginning in (B)(6) 2000, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage, tingling in upper and lower extremities, numbness in upper and lower extremities, weakness in upper and lower extremities, spasms in both upper and lower extremities, balance issues, nausea, and headaches. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.